Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction b3- date of event should be 01may2023. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.